Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received power loss alarm, replace battery and low battery alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for low battery and power error. Customer states did not have any setting did not change and no alarms are being unattended and is not using any functions more frequently. The insulin pump will not be returned for analysis.